Event description:
The customer reported the system displayed a communication fail error code message during boot up. A communication fail error message will result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface and video controller circuit boards were replaced. The system was then found to be operating as intended.